Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6. Medical device problem code fluid/blood leak (a050401) added.

Manufacturer narrative:
The pump will be returning for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 85 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The underlying medical history was not shared. On the day of insertion the team discovered that after the 14fr was peeled away and repositioning sheath delivered, there was a bleed observed. The bleeding prompted the team to explant the pump. The pump was not replaced and the final patient outcome was noted to be stable. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was supported with heparin in the purge fluid.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.